Event description:
It was reported that, "I was called in to do a hip revision with dr. (B)(6) on a hip that was originally done in 1995 in (B)(6) hospital. I do not know why the hip needed to be revised and was not able to get the explanted products from the hospital to send back. They revised with a titanium multi hole shell (54mm), a x3 liner (36mm), and a 36mm c-taper head."

Manufacturer narrative:
The following other hip devices were also listed in this report: unk poly, unk 46 multi hole shell. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision. An eval of the device(s) cannot be performed as the device(s) were not returned to the MFR. Additional info pertaining to the device(s) reference in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.